Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a 3.0mm balloon, unk type. The physician attempted to place a liberte' 4.0x20mm bare metal stent to the 90% stenosed lesion located in the calcified and moderately tortuous distal right coronary artery (rca), but was unable to cross the lesion. Resistance was felt at the mid left anterior descending (lad) artery. Upon removal of the stent delivery system, it was noted that the stent edge was deformed. The procedure was completed with a 4.00mm non bsc stent. No pt injuries or complications were reported.